Manufacturer narrative:
Additional data: h3 - device evaluation: lens was returned dry, taped to cartridge case, clear surgical residue on product. Visual inspection found haptic torn and residue on the lens. Claim# (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm micl12.1, -11.5 diopter, implantable collamer lens, into the patient's left eye on (B)(6) 2020. On (B)(6) 2020 the lens was removed due to excessive vault. Cause of the event is reported as patient related factor. Reportedly, surgeon "believed the anatomy of the sulcus did not allow for an ideal placement. Some blurred vision at 1 day post up. No pain. Planned lvc (laser vision correction) in 6 weeks."